Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that patient was having difficulty charging because of ipg flipping in pocket. Pt states she can not recall any external factors that may have led to event.  New pocket was created and ipg was repositioned.  Ipg was perpendicular to skin. New pocket was created and ipg was position parallel with skin. Pt was having difficulty charging. No patient symptoms were reported. Issue was resolved.